Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event. As of today, requested information has not been received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted due to an unknown reason, after being implanted for less than one month. No adverse patient effects were reported. The explanted icm device has been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies. Battery diagnostics were downloaded and found to be normal. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted due to an unknown reason, after being implanted for less than one month. No adverse patient effects were reported. The explanted icm device has been returned and analysis has been completed.